Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt detail are not attainable. The event of hard mass, "vein was hit," hematoma, "yellow under the skin" and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported that after injection in the cheeks with 3 syringes of juvederm voluma xc, they experienced " a hard mass," "the vein was hit," "hematoma," "it's yellow under the skin" on the left cheek, and "swelling at the injection site and tear troughs." Pt was treated with a "prednisone dose pack." Symptoms are ongoing.